Manufacturer narrative:
A total of three valves were placed in the patient (three svs-v9-00) for a total of three related event reports filed separately for the same patient procedure. This is report two of three associated with this event.

Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2023. A total of three 9mm valves (3x svs-v9-00) were placed in the patient's left upper lobe. One valve was placed at lb1+2 followed by a second valve placed at lb3. A third valve was initially placed at lb4+5; however, following review for placement and fit in accordance with the labeling, this valve was removed and another 9mm valve was subsequently placed. An x-ray was performed immediately post procedure with normal results.on (B)(6) 2024, approximately ten months after the placement procedure, the patient returned for bronchoscopy procedure and at the patient's request, the valves were removed because atelectasis was not achieved. Upon valve removal, one valve was found to be displaced due to granulation tissue and likely the reason for loss of atelectasis. The valves were replaced with another manufacturer's valves. The patient was monitored for 30-days post valve removal procedure.